Manufacturer narrative:
A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397028 was released in a single batch. Batch1: lot qty of 108 units were released on 25 fb 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse x25 inserter/tightener (part #: 299704230, lot #: gm5397028) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was slightly twisted and stripped. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: expedium verse x25 final tightener. Complaint confirmed? Yes. Conclusion: the complaint condition is confirmed for the verse x25 inserter/tightener (part #: 299704230, lot #: gm5397028). No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the instrument was damaged. There was a surgical delay. The procedure was successfully completed with another reference from a consignment. This report is for one (1) expedium verse spine system inserter/tightener x25. This is report 1 of 1 for (B)(4).